Event description:
It was reported that prior to a procedure the device was loose in the package and had put a whole in the tyvek. Additional devices were pulled for the case. The device were no used. No impact to the patient.

Manufacturer narrative:
(B)(4). External cause no product carton was returned, only the sealed package. The package was visually examined and it was found that the device was loose in the package and was not snapped into blister detents. The tyvek was found to have indentations that aligned with the fins on the knob and two slits in the tyvek that were aligned with the fins of the device knob. The package was opened to check the tyvek under a microscope. Internal process requires that device has been firmly snapped into blister detents and this is visually confirmed on each package during processing and during inspection sampling. The tyvek does not contact any part of the device when device is snapped into blister and package is stored in its individual carton, it is suspected that package was mishandled while outside of its carton and tyvek was scraped causing damage to the tyvek. The damage was caused by handling external to ees. No product carton was returned, only the sealed package. The package was visually examined and it was found that the device was loose in the package and was not snapped into blister detents. Internal process requires that device has been firmly snapped into blister detents and this is visually confirmed on each package during processing and during inspection sampling. The tyvek was found to have indentations that aligned with the fins on the knob. The jaws of the device made holes in the tyvek lid because the device was not snapped into its blister and the blister was bent/warped. The tyvek will not contact any part of the device when device is snapped into blister properly and package is stored in its individual carton, it is suspected that package was mishandled and the blister was bent while outside of its carton the damage was most likely caused by handling external to ees. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.